Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26678 and 1627487-2015-26679. The patient is implanted with two leads model 3149) from the same lot. It was reported the patient was experiencing discomfort due to the lead protruding outward from the skin surface. The patient underwent surgical intervention to remove and replace the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26680 and 1627487-2015-26679. This patient is implanted with off label use leads.